Event description:
International affiliate reported a reservoir was used for left cruciate ligaments of the knee reconstruction in 2005. Wound failed to close for two months. Site was debrided. A superficial infection developed. Antibiotic has been administered via intravenous drip.